Event description:
A report was received that the patient underwent an explant procedure due to pain and discomfort at the pocket site. The patient was reportedly doing well post-operatively.

Event description:
A report was received that the patient underwent an explant procedure due to pain and discomfort at the pocket site. The patient was reportedly doing well post-operatively.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70 serial #: (B)(4), description: artisan surgical lead, 70cm device evaluation indicated that the ipg passed electrical and photographic imaging tests performed. The ipg was explanted due to inadequate relief from the device and pocket pain. Excessive battery depletion was noted after the explant procedure. The device exhibited analog integrated circuit damage. Exposing the analog integrated circuit to high-electromagnetic or voltage transient can cause this type of failure. Device evaluation indicated that the paddle lead passed photographic imaging test performed. The paddle lead was cut during the explant procedure. This kind of damage is a result of a typical explant procedure and it is not considered a failure.